Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was doing a set change and was stuck in the fill tubing part. The troubleshooting was performed for the prime rewind. Customer stated that they were unable to exit the preparing to prime loop. Customer was assisted in clearing battery out limit alert. Assisted with setting time, date. Assisted customer with rewind, fill tubing process. Insulin pump did not exit the rewind complete, bolus delivery loop and complete the fill tubing process successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. Device received with broken belt clip slot, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).